Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Rapidport ez strain relief. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the catalog number and implant date provided by the reporter the connector type is assumed to be a rapidport ez strain relief. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Band slippage, esophageal dilatation, reflux and dysphagia are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage and dilatation.

Manufacturer narrative:
Analysis noted that the band tubing was broken with striations consistent with surgical end cut to remove the device.

Event description:
Healthcare professional reported "gastric band prolapse", the patient began to develop dysphagia and reflux and was diagnosed with esophageal dilatation. The lap-band system was removed, however it is not known if it was replaced.